Event description:
Customer reportedly received results of 462 mg/dl and 131 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.